Event description:
Customer reported that monitors went blank on 2 separate occasions and system had to be rebooted to finish cases. Customer not sure which cases problem occurred during.

Manufacturer narrative:
Gehc surgery personnel found 5vdc supply in workstation low at 4.65vdc at mother bd. Also found a monitor comm failure in error log. Problems possible caused by 5vdc supply being low. Adjusted 5vdc powersupply to 5.1vdc and verified system operation without any errors.